Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No battery cap damage could be verified as the insulin pump was received without the original battery cap. The test battery cap was fitted and removed properly in the battery compartment. The insulin pump passed the self test and was monitored for three days and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and a scratched case.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 184 mg/dl. The customer stated the insulin pump's old battery cap was difficult to remove and with the new battery cap it has a blank display. Standard troubleshooting was performed. It was discovered that the insulin pump had cracks in its battery compartment's threading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.